Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the surgeon and learned the issue of bleeding at the trocar site was addressed by having a clinical/surgical discussion regarding technique. Also, it was confirmed that since the discussion, there have not been any further instances of this issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the exact cause of the bleeding cannot be determined but the surgeon believes inadequate port placement depth may have contributed. The product has not been returned to intuitive surgical, inc. (Isi) for evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review revealed no errors that would have caused or contributed to the reported event.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy, the surgeon experienced bleeding from the cannula being used with the retraction instrumentation. The following information was confirmed or learned through follow up with the surgeon: the steep angle needed for the retraction instrumentation contributed to the edge of the cannula injuring the parietal pleura which caused bleeding. Though the black remote center line on the cannula was visualized, he believes inadequate cannula placement depth was the cause of the injury. The bleeding was controlled with pressure and cautery. The procedural delay was said to be less than 15 minutes. The estimated blood loss was unknown, but the bleeding was described as "just nuisance" with no worry of long-term complications for the patient and the procedure was completed robotically. The surgeon mentioned this has happened before but could not provide sufficient procedure/event details. Because the event seemed to be related to surgical technique, the intuitive surgical, inc. (Isi) clinical team will address this with the surgeon.